Event description:
A distributor in japan, on behalf of a healthcare facility, reported via a fisher & paykel healthcare (f&p) field representative that upon opening the packaging, the tubing of an ojr414 optiflow junior 2 nasal cannula was found to be detached from the connector end (swivel grip). There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) has received the complaint device and is currently in the process of completing the investigation. We will provide a follow up report upon completion of the investigation.